Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unit was in disconnected mode and required full synchronization. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unit was in disconnected mode and required full synchronization. A technical support specialist (tss) dialed into the station and reviewed the data synchronization debug logs, which indicated that a full synchronization was required. The tss compared transactions between the station and the server and confirmed that they were in sync, then ran a synchronization upload status check that verified all transactions had been queued locally and processed successfully on the server. The tss stopped the data synchronization and maintenance services, created a backup of the station database, and initiated a full synchronization without dropping the database. The full synchronization completed successfully, confirming that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.